Manufacturer narrative:
The manufacturer previously reported information received alleging a red screen "maintenance required" occurred while in patient use. There was no patient harm or injury reported with this notification. During the device's evaluation at a third-party service center, the customer's complaint was not confirmed. However, the unit needs cleaning and the device's cooling fan assembly, muffler assembly, air inlet foam filter, tubing-system pca, tubing-blower chassis, tubing-fio2, and tubing-low flow o2 need to be replaced due to contaminated with dust. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements and passed all final testing. Software confirmed 1.05.10.00.

Event description:
The manufacturer received information alleging a red screen "maintenance required" occurred while in patient use. There was no patient harm or injury reported with this notification. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete